Manufacturer narrative:
The following additional information was obtained: the problem was that during the retroperitoneal renal exposure, the instrument suddenly became immobile and could not be removed. After removing it with the wrench, it was apparent that the wires were defective. In addition, the maryland bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was visual inspected internal and external; no issues was identified. The instrument passed the grip test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument could no longer be moved and was removed with the release tool. The procedure was converted to open.